Event description:
It was reported that during an arthroscopic procedure the surgeon was utilizing a coblator wired foot control. While the patient was under general anesthesia it was discovered that the coagulation and ablate pedals did not work. The procedure was completed with using a mono-polar device. No patient complications were reported as a result of this event.